Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 22 february 2016 as part of pm. The fse perfomed bleach cleaning of diluent, wash & substrate. The fse reportedly took this measure to ensure the entire system was clean after a prior problem with folate recoveries. The system was rinsed out according to protocol. The engineer checked folate recoveries. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was contamination may be related to operational error. Washing of the diluent tank and the washer tank and tubes per aia-900 operator's manual should be done every three months and washing of the substrate tube should be done weekly.

Event description:
On (B)(6) 2016 a customer called requesting preventative maintenance (pm) which was reported to be due. It is unknown if the customer was able to run samples. A field service engineer (fse) was dispatched to address the reported event, which may have resulted in delay reporting pth patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.